Event description:
Note: date of event is unk. Note: the manufacturer report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2008-04803 for a description of the other device. It was reported to boston scientific corporation in 2008, that a standard balloon replacement g-tube device was used during a replacement peg tube procedure. According to the complainant, during the procedure the balloon tested fine outside the patient; but it leaked from the inflation port when it was inflated inside the patient. The procedure was completed with a ross peg device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.